Manufacturer narrative:
(B)(4). Catalog number 062943-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it was thrown away; therefore a return sample evaluation is unable to be performed. A knotted tube is a known complication of an intestinal tube usage. If any further relevant information is identified or obtained, a supplemental medwatch.

Event description:
On (B)(6) 2017 a patient in (B)(6) had a percutaneous endoscopic gastrostomy with jejunal (peg-j) tube placement. On (B)(6) 2017 the peg/pej system had been replaced due to pej knot on itself at the distal extremity the tube was discarded. The new system worked without a problem.